Event description:
Patient received incorrect dose of monitor units during radiation treatment. Planned monitor units: 15+15+31+34. Actual monitor units delivered: 208+295+225+246. The attending physician intends to modify the patient's treatment plan or therapy as a result of this event.

Manufacturer narrative:
Varian is filing this MDR based on a potential patient injury. Additional follow up to this MDR is expected upon completion of our investigation. Varian ref. (B)(4).